Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarm motion sensor test failure. Customer's blood glucose at time of incident was 50 mg/dl. The customer was unable to rewind of because of the alarm and test failed. Customer was advised that the device would be replaced. The customer was advised to revert back up plan. The customer cannot escape rewind process.

Manufacturer narrative:
The insulin pump alarmed motion sensor test failure during rewind due to motor encoder signal out of phase. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.